Manufacturer narrative:
The system was not set to surgery mode while the patient underwent an unrelated surgery where electro-cautery may have been used. The implant was not returned for analysis. A review of documentation supplied with the implant states that electro-surgery devices should not be used in close proximity to an implanted system. No intervention has been scheduled at this time. Based on the information received, the cause of the reported incident is consistent with user error. Actions have been taken to prevent reoccurrence.

Manufacturer narrative:
The system was not set to surgery mode while the patient underwent an unrelated surgery where electro-cautery may have been used. The implant was not returned for analysis. A review of documentation supplied with the implant states that electro-surgery devices should not be used in close proximity to an implanted system. No intervention has been scheduled at this time. Based on the information received, the cause of the reported incident is consistent with user error. Actions have been taken to prevent reoccurrence.

Event description:
Additional information was received that surgery occurred in which the ipg was explanted and replaced, which resolved the issue.

Manufacturer narrative:
Date of event is estimated. The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that patient had an unrelated surgery on unknown date during which the ipg was not put into surgery mode. Afterwards, the ipg was unable to communicate with external devices. Troubleshooting did not resolve the issue. Surgery may occur to address the issue.